Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion device shut down without alert or error message on approx (B)(6) 2010. She changed the battery and battery cover but was unable to resolve the issue. No physiological effects were reported. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.